Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the lower case, both bail covers and the ring cover were broken. Analysis also found that the battery contacts were compressed, one bail and one ring were missing and that one case screw was not for this generator model.

Event description:
The external pulse generator was returned for the repair of broken clips, case damage and to perform preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no indication of any patient involvement associated with this event.